Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified; however, the following stress applied to insertion section led to the malfunction: ·physical stress such as scratching/hitting the insertion section. ·chemical stress by conducting reprocessing not recommended in instructions for use (reprocessing manual). ·stress by poor storage environment (in direct sunlight, at high temperature, in high humidity, or exposed to x-rays, ultraviolet rays, etc.) The event can be [detected/prevented] by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of peeling connecting tube, the evaluation found the following non-reportable malfunction(s): bend angle in the up direction did not meet the specification due to wear of the angle wire; the bending section cover is not waterproof due to cutting; the electrical connector has corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the bronchovideoscope exhibited peeling of the connecting tube. There were no reports of patient involvement.